Event description:
The customer observed a false reactive architect hbsag confirmatory v.1 for one patient from orthopedics with a previous negative result for hbsag. The customer reported that they recently switched the sample type to edta plasma. The following results were provided: (B)(6) 2024, sid (B)(6). Edta plasma sample, initial hbsag result= 6.18 iu/ml (reactive); repeat result (after recentrifugation)= 14.33 iu/ml (reactive); repeat on the another analyzer=14.60 iu/ml and 14.76 iu/ml (reactive). Serum sample, initial hbsag result= 0.00 iu/ml (non-reactive); repeat hbsag on another analyzer= 0.02 iu/ml (non-reactive) there was no neutralizing confirmatory testing performed. Additional results provided: initial rpr result= positive; repeat rpr result (after recentrifugation)= negative. Update, additional patient results was provided on (B)(6) 2024. The sample was sent out for testing at a reference laboratory. Sid (B)(6) serum result was negative. Sid (B)(6) plasma result was positive. Neutralizing confirmatory testing was performed on the plasma with a positive result. Additionally, testing was performed using a heterophilic antibody blocker with no change in the result. There was no impact to patient management reported.

Manufacturer narrative:
Update to section a1 - patient identifier: (B)(6). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints by lot was not performed as the lot number was unknown. The ticket trending review did not identify any trend regarding commonalities for list number 09c94 and issue. The device history record review did not identify any nonconformances, potential non-conformances or deviations associated with lot number 09c94 and complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect hbsag confirmatory v.1 assay list number 09c94 was identified.

Manufacturer narrative:
Complete entry of section a1 - patient identifier: (B)(6). This report is being filed on an international product, list number 9c94 that has a similar product distributed in the us, list number 4p54, with 510k/PMA/bla number p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive architect hbsag confirmatory v.1 for one patient from orthopedics with a previous negative result for hbsag. The customer reported that they recently switched the sample type to edta plasma. The following results were provided: (B)(6) 2024, sid (B)(6). Edta plasma sample, initial hbsag result= 6.18 iu/ml (reactive); repeat result (after recentrifugation)= 14.33 iu/ml (reactive); repeat on the another analyzer=14.60 iu/ml and 14.76 iu/ml (reactive). Serum sample, initial hbsag result= 0.00 iu/ml (non-reactive); repeat hbsag on another analyzer= 0.02 iu/ml (non-reactive). There was no neutralizing confirmatory testing performed. Additional results provided: initial rpr result= positive; repeat rpr result (after recentrifugation)= negative. Update, additional patient results was provided on (B)(6) 2024. The sample was sent out for testing at a reference laboratory. Sid (B)(6) serum result was negative. Sid (B)(6) plasma result was positive. Neutralizing confirmatory testing was performed on the plasma with a positive result. Additionally, testing was performed using a heterophilic antibody blocker with no change in the result. There was no impact to patient management reported.